Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported separation while attached to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated was confirmed. Visual inspection of the set noted that the vinyl tubing was completely separated from the smartsite outlet port below the lower fitment. Examination under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that while infusing milrinone lactate 20mg/100ml d5w (200 mcg/ml), a separation occurred at the y-port. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 100ml hikma farmaceutica IV bag of milrinone lactate in 5% dextrose, lot 1807015.2, exp 01/2021. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported separation while attached to a patient. There was no patient harm.